Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, error code e-86 was noted in the error log indicating failure of the outlet pressure sensor. Replacement of the device printed circuit board assembly is required to resolve this issues. No foam particles were confirmed inside the device. No repairs were completed because the device was requested by the customer to be scrapped. The device will be included in the fsn 2023-cc-src-039.